Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem, test/laboratory data, concomitant medical products. Investigation summary: visual inspection: the visual inspection of the returned screws has identified strongly damages overall the threaded part section. One screw shows a cracked thread flank. Also, the stardrive on top of the screws are worn out. All in all, the screws are strongly worn out. Summary: the visual inspection of the returned screws has identified strongly damages overall the threaded part section. One screw shows a cracked thread flank. Also, the stardrive on top of the screws are worn out. All in all, the screws are strongly worn out. The investigation has shown that the cause of the complained malfunction is a post-manufacturing caused use-related damage at the parts. Unfortunately, we are not able to determine the exact cause which has led to the problem. Since the threaded part sections on all the screws are strongly damaged we assume that the involved screws were not inserted aligned into the corresponding hole during the insertion procedure. By this situation, the thread got inevitable damaged which resulted in the malfunction of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Signs of infection was noticed on imaging and intraoperatively. This complaint involves six (6) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Infection has unknown event date in 2019 510k: this report is for an unknown zero-p screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2019 due to two (2) migrated zero p screws. The original zero-p cage and four (4) screws were originally implanted on (B)(6) 2019. The two (2) migrated screws were removed without a screw driver. The screws had completely backed out of the zero p cage. The remaining two (2) screws that were still engaged in the cage were also removed. The zero p cage was left insitu without screw fixation. The patient was then re-positioned in the prone position and posterior lateral mass screws were inserted from c3-7. The surgeon suspected infection and took a wound swab from the anterior cage site. Patient status is unknown. This is report 4 of 5 for (B)(4). This report is for one (1) unknown zero-p screw.